Event description:
During surgery, the screw driver was found to be broken. There was a delay of about a minute.

Manufacturer narrative:
The reported event of the instrument breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection revealed that the torque limiter was broken in two pieces and that the fractured surface was severely corroded. The corrosion was in the inner shaft of the device and it caused the device to break at this location. The corrosion was caused either by incorrect cleaning and maintenance of the device or by the age of the device itself. Since this device does not have a maximum number of uses specified, it is up to the user to inspect it in order to determine if the device has reached its end of life. Moreover, since this device was fabricated in 2009 and it was reported that it was reprocessed multiple times, it is likely that it may have reached its end of life. As stated in the IFU for torque limiters: ¿to ensure accurate torque measurement over time, torque limiters require periodic testing: 702750 - 4nm torque limiter must be tested every 100 surgeries or 1 year.¿ [original statements] and on the cleaning and inspection instructions: ¿note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ [¿] ¿functional check for torque limiters. Potential failure modes: malfunction due to wear; corrosion or contamination. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Frequent control of torque accuracy with torque tester, if indicated regular functional and visual inspection. In case of failure, the instrument must be replaced and not be used.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During surgery, the screw driver was found to be broken. There was a delay of about a minute.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.